Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Unit passed self test, displacement test and active current measurement. However, unit failed sleep current measurement and power management graph displays unexpected battery power loss and low battery less than 1 week due to corroded electronic assemblies. Unit received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. No harm requiring medical intervention was reported. The device will be returned for analysis.